Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, suffered possible right breast implant rupture, post-procedure. The rupture was diagnosed via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On february 28, 2023, the mentor failure analysis lab received the device for evaluation. On march 15, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 350cc breast implant had an area of shell abrasion on the anterior view within a crease that extending to the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the shell abrasion measuring approximately 0.1 cm. The evaluation determined that the cause possible of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (lot-6546127). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information indicating that the patient has undergone breast implant removal surgery on (B)(6) 2022. Micro bleed with rupture was discovered during the revision surgery. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.